Event description:
During a gastric bypass procedure, in the middle of the procedure, the device stopped working and gave an instrument error. Another device was used to complete the case. No pt consequence.